Event description:
It was reported that during central processing, the force bipolar instrument tips were bent. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a dislodged grip tang near the base of the grip tip. This causes entrapment of the tissue. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.